Event description:
It was reported that during an unk procedure, after firing, it was found that the device did not cut the tissue and the staples did not form well. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.